Event description:
It was reported that during a diagnostic ion endoluminal system procedure, the bronchofibervideoscope exhibited a distorted imaging. The patient was under sedation at the time of the event, and the intended procedure was completed using the same device. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.